Event description:
On 12 may 2026, information was provided via website that a patient (pt) was diagnosed with a corneal ulcer while wearing an acuvue oasys® 1 day with hydraluxe¿ technology brand contact lens (cl). The pt¿s eye care professional (ecp) instructed the pt not to wear this batch of cls. The reporter advised that the pt wears ¿dailys and only wear them once a day.¿ no additional information was provided. On 20 may 2026, the pt provided additional information. On (B)(6) 2026, the pt began to experience pain in the left eye (os), peripheral cloudy vision and was unable to open the eye due to extreme light sensitivity. On (B)(6) 2026, the pt visited the ecp and was diagnosed with an os corneal ulcer and prescribed moxifloxacin every hour (q 1h) for 2 days until the next visit. On(B)(6) 2026, at a follow-up (fu) visit, the moxifloxacin was decreased to every four hours (q4h), and prednisolone acetate q4h os was added. The pt reported cl wear had been discontinued in both eyes (ou) during this time. On 3(B)(6) 2026, at a fu ecp visit, the pt was advised that the ¿infection was gone but had a scar on os off to the side.¿ the pt reported that the ¿vision cleared up after infection resolved.¿ the pt was no longer light sensitive and did not notice any change in vision. The pt was advised by the ecp it was ok to resume cl wear ou (date not provided). The pt reported inserting new and discarding cls each day, does not shower in cls, always washes hands and is an experienced cl wearer. On 28 may 2026, the pt¿s treating ecp provided additional information. The ecp treated the pt for an os corneal ulcer (date not provided). The ecp advised that the os corneal ulcer was paracentral at 6 o¿clock, did not appear infectious and no culture was taken. The pt was prescribed moxifloxacin initially every two hours (q2h) for 2 days, then four times daily (qid) and prednisolone ¿for less than 2 days.¿ the ecp agreed to provide additional information by email. On 29may2026, additional information was received from the ecp by email. The patient was diagnosed with a corneal ulcer os. The pt was prescribed moxifloxacin q1h for 2 days, then qid for 2 days, then 5 times/day for 5 days. Four days after starting the antibiotic, prednisolone acetate drops were prescribed qid for 1 week, then two times a day (bid) for 1 week. The os corneal ulcer was located paracentral at 6 o¿clock, not believed to be infectious and no culture was collected. The corneal scar was ¿left in the same location as the ulcer (paracentral at 6 o¿clock)¿ and is approximately 1 mm. The os scar is in the visual axis. The scar is permanent. The pt¿s ¿subjective visual acuity showed no decrease from before. The pt still read 20/15 with glasses in this eye.¿ no additional medical information has been provided. No additional information is expected. A comprehensive review of the manufacturing records for lot number j003v1b was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.